Event description:
Philips received a complaint from the customer indicating an unspecified malfunction, with a part order for a v60 device¿s user interface (ui) assembly with nav-ring. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Per the good faith effort (gfe) response, the customer requested a quotation only for the ui assembly with nav-ring, and a quote was provided accordingly. No technical information regarding a device issue was requested or available. No additional information can be obtained. This case was confirmed to be parts-quote only, requires no further support, and has been closed. The investigation concludes that no further action is required at this time. Should additional information become available, the complaint file will be reopened as appropriate, and a supplemental report will be submitted.